Event description:
Customer alleged that the motor mount weld split from frame. No further information was provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.